Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported difficult or delayed activation (difficulty to deploy the clip) and difficult to remove the gripper line could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult deployment and difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that throughout the procedure, all steps were performed per the instructions for use (IFU). The clip was inserted, and the leaflets were successfully grasped; therefore, the clip was attempted to be deployed. After retracting the actuator knob, it was noticed that the mandrel did not release form the clip. Troubleshooting was performed, but the clip was still unable to detach. The physician then decided to continue with the deployment sequence. The gripper lines were exposed and the gripper line without the tactile marker was removed without issues. However, when removing the gripper line with the tactile marker, resistance was felt. Although resistance was felt, the gripper line was able to be removed. After the gripper line was removed, the clip was successfully deployed, reducing mr to a grade of <1. The clip remained stable on the leaflets and no tissue damage occurred. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.